Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low intrinsic amplitude. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.